Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of all conductors blood/body fluid (not obstructed).

Event description:
It was reported that at implant, the left ventricular lead was too large for the patient's the coronary sinus vein. The lead was removed and not replaced. No patient complications have been reported as a result of this event.